Event description:
Allegedly the patient was revised due to mom complications (left). Received additional information (B)(4) 2014 from the reliability engineer: patient's neck was revised the day after original surgery.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
Additional information received to confirm: this is the same incident as 3010536692-2014-00965. This report will be update once investigation is complete.